Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the control knob assembly was not properly aligned with the red dot/blue arrow. The control knob and the blue arrow were not properly aligned. The root cause of the device failure was determined to be a manufacturing defect. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, the aiming beam and the arrow did not line up at 0 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the control knob assembly was not properly aligned with the red dot/blue arrow.